Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomerieux of a false negative result for extended spectrum beta lactamase (esbl) for an escherichia coli sample associated with the vitek 2 ast-xn05 test kit. The customer reported testing the sample a second time using the vitek 2 ast-xn05 card and the esbl test was positive. The customer indicated no patient results were affected, incorrect results were not reported to a physician, the patient was not harmed or treated incorrectly; however, there was a delay in reporting results greater than 24 hours. A internal biomerieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to incorrect esbl phenotype for e.coli on xn05 card. We performed the reference methods to determine the mechanism of resistance, esbl screening tests were positive, we are in presence of esbl-producing strain. On vitek® 2 (v7.01 casfm eucast 2016 + phenotypic), we tested the combination ast-n233 + xn05 cards. Customer lot (6330252203 + 1480243203) called cl : 5 times. Random lot (6330049103 + 1480204103) called rl : 3 times. We obtained a phenotype "esbl ctx-m like" (7/8) whatever the lot used, except 1 time we reproduced the "inconsistent" phenotype obtained by the customer with the customer lot (called cl test 1). This "inconsistent" phenotype is due to the meropenem value too high (greater than or equal to16 mg/l r) out of range to match with the phenotype "esbl ctx-m like", but also due to a false negative esbl test. In-house, we confirm the customer issue (1/5) with the exn05 card lot 1480243203. Note: this card lot is associated with the vitek® 2 card pouch integrity issues.